Manufacturer narrative:
Findings: pump passed the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, prime and no delivery tests. No rf pic failed self-test alarm noted. Pump was received with motor error alarm during the occlusion test due to faulty force sensor (gold). Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer put a brand new set, reservoir and treated. The customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to perform rewind process again. The customer was advised the pump will need to be replaced.